Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump did not recognize the cassette when attached. There was no patient involvement and no patient harm/adverse was event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The latch lock, latch lock flex, front piezo, and downstream occlusion seal/sensor were all replaced.